Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no information on the lcd. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was duplicated during lab tests. Fuse f6 was found open and was replaced. Power pca passed operational check and defibrillator tests. The available information is consistent with a malfunction of the power pca. The cause was open fuse f6. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.